Event description:
Per the clinic, the patient experienced sound fluctuations, intermittent hearing, and difficulty hearing soft sounds, resulting in more time off the air than on. The clinic also reported that the patient was dissatisfied with the device's performance. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgical procedure.